Manufacturer narrative:
Codes updated.

Event description:
Imdrf codes must be updated.

Event description:
Material: 305829. Lot: 2271567. It was reported that the bd needle eclipse 25x5/8 needle hub had a hole / was cracked / damaged. The following information was provided by the initial reporter: it was reported by customer that luer lock at base of needle attaches to syringe tip was deformed. Verbatim: rcc received a complaint via email. Patient received injection in main atc and needle used for injection noted to be defective. On further inspection, needle hub (where luer lock at base of needle attaches to syringe tip) was deformed. This was noted with bd eclipse 25g x 5/8" (0.5mm x 16mm) sterile needle. Lot number 2271567. Reference number (B)(4). Manufactured 10/1/22 and expires 9/30/27. Patient unharmed and device replaced with new needle. Patient received medication and patient's md emailed for further follow up if necessary.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.